Event description:
The pt fell off a bike and injured his right shoulder. Following the fall, the pt experienced a loss of therapeutic effect. The pt's tremor symptoms in his right arm seemed to have worsened and were not getting better with adjustments. The pt also experienced increased pain; the pt had torn his left rotator cup before and the pain after the fall felt like that. The physician wanted to do an MRI, but the pt advised him that he couldn't have an MRI. After the most recent reprogramming session, it was reported that the pt was getting good relief. The pt was at home. The pt planned to have the device checked by a healthcare professional. Additional info has been requested, a follow-up report will be sent if additional info becomes available.